Event description:
Customer states: "physician was placing the stent and the loop broke off in the bladder."

Manufacturer narrative:
Two segments of a kwart stent and tether were received noting the proximal coil was separated from the body and distal coil. The stent segments were noted to have mating fractures. This difficulty was duplicated by wrapping the tether around the stent and pulling; separating the sent. The tether was completely wrapped on the spool noting the tether ends were separated and frayed indicating the tether had been pulled from the stent. The appearance of the stent indicates excessive force was used. The customer indicated the proximal coil was retrieved with forceps and the pt is fine. Prior to distribution, all stent are 100% inspected to ensure device integrity. Due to use error, no corrective action was initiated. If any further information would become available, it will be forwarded to the proper authorities.